Event description:
It was reported that the user awoke with high blood glucose while using the ilet with an inset infusion set; the user observed no leaks, air bubbles, occlusion alerts, dosing stopped alerts, or bent cannula, and completed a supply change with guidance; the blood glucose reached 350 mg/dl and then trended downward. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.